Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2011. Postoperative, the patient reported feeling stimulation in the appropriate areas. The patient presented for a routine follow up appointment approximately two weeks later, reporting stimulation in her ribs. Reprogramming has been unable to correct the inappropriate stimulation. The patient is currently awaiting an x-ray of her scs system and is working closely with her physician to determine the next course of action.